Manufacturer narrative:
In event problem, the component codes 814 fiber and 424 cap go with the device code 1069 break.

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 45,828 joules. Per the customer, the fiber cap was removed from the pt's anatomy. Add'l info reported by the customer was there were no error messages that were displayed on the console when the event occurred. The pt did not experience any harm as a result of the event. The user did not experience any injury from use of the system.